Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. Upon the first deployment attempt, the valve was positioned too high relative to the target deployment depth of 0 millimeters (mm), and was subsequently recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, an infold was identified. Subsequently, the valve was recaptured, and the system was withdrawn from the patient. A new valve and delivery catheter system (dcs) were opened and used for a successful implant. Following the implant of the valve, moderate paravalvular leak (pvl) was observed. Subsequently, a post-implant bav was performed with a 25 mm non-medtronic balloon, with minimal improvement noted. Per the physician, the patient's calcified anatomy contributed to the event. A 10 minute procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} non-medtronic product ID: beckton dickson true 25 mm balloon; lot #: unknown; ubd: unknown; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.